Event description:
Boston scientific (B) (4) received information that the system was programmed to aai. The right atrial lead dislodged. As a result, the physician elected to implant a right ventricular lead also. Therefore, the right atrial lead was used to gain venous access and was destroyed in the process. This lead was explanted and discarded.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.